Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with cefotiam (1gm, daily, discontinued after seven days) and tobramycin (60mg, daily, discontinued after seventeen days) for peritonitis. Seventeen days after peritonitis onset, the patient was recovered from peritonitis. Pd therapy is ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.